Manufacturer narrative:
Corrected data: d4(UDI) updated data: b4, g3, g6, h2, h4, h10, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: g2. Per the lead tech there were no logs that indicate the reported issue. While troubleshooting with tech support we believe the power supply is going bad. The customer will not be purchasing any new parts from getinge. A supplemental report will be sent if additional information is received.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while transporting patient to cta (computed tomography angiography) this morning, the cs300 intra-aortic balloon pump (iabp) ran completely out of battery power prior to arriving to CT. Upon un-plugging iabp from ac power, battery meter showed full. Upon arrival to CT and plugging console back into ac power, iabp worked without any issues. Prior to being able to exchange iabp, orders for stat or for thrombectomy were received. Power issue communicated with or staff. This writer transport iabp and remained with it through case at time of this event report. Upon arrival in or room iabp immediately connected to ac power. Reference medwatch (B)(4).